Event description:
The manufacturer representative (rep) via the consumer reported that there was an end of service (eos). It was reported that the patient saw the "call your doctor" icon and eos. The eos stayed on the screen for 5 minutes even when the patient was pressing buttons and then it went away. It was reported that they were able to turn the programmer off and on. The battery was fully charged, therapy was good, and the patient never lost therapy. Eos was reported to be seen on a rechargeable implantable neurostimulator (ins). The rep confirmed that the patient reported that they saw an eos even though it sounded odd. It was reviewed that if eos was seen, the patient wouldn't have been able to see any other screen/bypass the message on the patient programmer and they wouldn't have therapy. No medical symptoms were reported. The rep reported that the cause of the error message wasn't determined. No troubleshooting was performed. No action or interventions were performed and the issue resolved on its own. Relevant medical history includes cervical radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.